Manufacturer narrative:
The cause of the discordant, falsely low ipth results and delay in bariatric surgery on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 xpi instrument, while using reagent lot 320. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient and was tested on the same instrument, still resulting lower. The customer tested the sample on an alternate instrument, resulting normal. The sample was then sent to the external laboratory and was tested on two alternate instruments, also resulting normal. The customer ran the sample on an advia centaur xp instrument, which was normal. The repeat results were reported to the physician(s). The patient's bariatric surgery was delayed due to the discordant, falsely low ipth results. There are no known reports of adverse health consequences due to the discordant, falsely low ipth results and delay in bariatric surgery.

Manufacturer narrative:
The initial MDR 2432235-2016-00527 was filed on september 1, 2016. Additional information (11/17/2016): siemens healthcare diagnostics is conducting a recall for the immulite® 2000/immulite® 2000 xpi intact pth (intact parathyroid hormone) (ipth) assay kit lot 320. Siemens has confirmed that immulite® 2000/immulite® 2000xpi intact pth kit lot 320 can exhibit an average negative bias of up to -39% at ipth concentrations <20 pg/ml with serum and edta patient samples vs. A reference kit lot. An urgent field safety notice (ufsn) imc 16-27.a. Ous was sent to ous customers and an urgent medical device recall (umdr) imc16-27.a.us was sent to us customers in november 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends transitioning to immulite 2000/immulite2000 xpi ipth kit lots 321 and above. Immulite/immulite 1000 ipth is not affected. Siemens is currently investigating the root cause of this issue.